Event description:
The patient was undergoing an embolization procedure using a ruby coil. During the procedure, the physician advanced the first coil through a terumo progreat catheter. As the physician was retracting the coil to reposition, he also retracted the 130 cm microcatheter into a 100 cm vert support catheter and it pinched the coil and detached it in the vert catheter. The physician pulled both catheters out and took the coil with it.

Manufacturer narrative:
Result: the coil is detached from the pusher assembly. The pull-wire pet-bump alignment feature on the distal end of the wire is not attached to the distal detachment tip (ddt) . The proximal pet-lock is broken. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that during the retraction of the coil into the microcatheter, the microcatheter was also retracted into a vert support catheter. During the retraction of the coil and microcatheter; the coil was pinched and detached from the pusher assembly. Evaluation of the returned device confirmed that the coil was detached from the pusher assembly. The cause of this detachment was excess tensile force placed on the pusher assembly ddt during retraction into the microcatheter and support catheter. The additional damage observed likely occurred as a result of post-procedural handling and packaging for return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.